Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. Blood glucose at the time of hospitalization was 1300 mg/dl. Customer stated they had a headache the night prior to their hospitalization. It was also found the customer was dehydrated due to their high blood glucose. Customer was treated at the hospital. No additional information provided.